Manufacturer narrative:
A2: the patient age at time of event: 8 decades. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same date as event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antimicrobial medications for the event. Pd therapy was ongoing. Fourteen days after event onset, the patient was recovered from peritonitis, antimicrobial treatment was discontinued and the patient was discharged from the hospital. The reporter declined to provide additional information.